Event description:
Ostycut - bone biopsy needle. Diameter 2.0mm/14.5 gauge 100mm long broke during use. Used for bone core biopsy of right posterior iliac. Handle of device twisted off. Unable to remove piece in radiology with kelly or pliers. Pt sent to surgery for incision and extraction of broken needle.